Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1519503 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: during troubleshooting customer acknowledged he had not washed or prepared the test site prior to testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 he began to feel "dizzy and faint-like" so he performed a test using his adc blood glucose meter and received a reading of 250 mg/dl at approximately 10:00 am. Paramedics were called and transported him to a local healthcare facility. At the hospital a reading of "around 62-63 mg/dl" was received. Customer was given candy to eat. No additional treatment was required. Customer was kept in the hospital for half the day for observation and then discharged later in the day. There was no report of death, serious injury or mistreatment associated with this event.